Event description:
It was reported that the customer experienced a low blood glucose of 45 mg/dl. Troubleshooting was begun with the insulin pump. The drive support cap appeared normal. The customer was assisted with an infusion set change and the settings were changed, based on numbers given by a physician. The call was disconnected. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.